Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the inner insulation was breached and had metal ion oxidation. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation had cosmetic metal ion oxidation, the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported the lead was removed and replaced due to high threshold and low impedance. No patient complications have been reported as a result of this event.